Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that high, high voltage lead impedance was detected on the right ventricular (rv) lead review of remote transmission. The patient presented for further assessment, and increased high voltage lead impedance was noted. The rv lead was extracted and replaced successfully. There were no adverse health consequences, the patient was stable.